Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated in duplicate on the same instrument and resulted higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced all tubing, x-seal, sample metering syringe tip and tubing, rotary value and peri-pump. The cse super-flossed the tower and rotary value and bleached out the integrated multisensor technology (imt) port. The cse performed a diluent check with a new sensor and bottle of diluent and results were acceptable. The cse checked all probe alignments and replaced reagent probe 3. Quality controls were run, resulting within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low na result is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.